Manufacturer narrative:
(B)(4). Eval method/results/conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow up report will be sent to the FDA.

Event description:
Pt was examined head first supine with a combination of the sense spine coil and nv coil. The arms of the pt were positioned besides the body. After the examination, a second degree burn of 5cm long was observed on the upper inner arm of the pt, with a first degree burn on the opposite side of the body, just below the armpit.